Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 21mm mod rev hip bdy/blt +30mmcomponent level 9006-1-321; cat# 6276-1-321; lot# 55627201. 20mm x 267mm bowed plasma stemrestoration modular hip system; cat# 6276-5-520; lot# 50594101. Delta v-40 ceramic head 28/0; cat# 6570-0-128; lot# 58325704. Modular dual mobility insert; cat# 626-00-42e; lot# 59928202. Tritanium revision acetabular; cat# 509-02-56e; lot# x94k4l. Osteolock bone screw 30mm; cat# 5260-5-030; lot# 61334201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer

Event description:
It was reported that patient's left hip was revised due to periprosthetic fracture and infection. Revised components are "21+30 cone body, 20x267 plasma stem, 28 biolox head, 42e mdm insert".

Event description:
It was reported that patient's left hip was revised due to periprosthetic fracture and infection. Revised components are "21+30 cone body, 20x267 plasma stem, 28 biolox head, 42e mdm insert".

Manufacturer narrative:
An event regarding infection involving an adm liner, ceramic head, restoration modular body, mdm liner and tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot or the sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.